Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information received : just 4 months ago I had to have it removed due to it was giving me problems!" Additional information was requested, and the following was obtained: on what date did the implant take place? On what date did the explant take place? What is the product code of the device implanted? What is the lot #? Do you have any of the allergies to metals? If so, what test have been done to test for metal allergies. Are you currently taking currently taking steroids / immunization drugs? Did you have any pre-existing dysphagia or other conditions (other than gerd) before the linx was implanted? What were the medical symptoms the patient was having for removal of the linx device? Would it be okay for us to reach out to your surgeon? If yes, please provide a name and an email address in where the surgeon can be reached. Answer = date is was put in was (B)(6) 2018 date is was taking out (B)(6) 2021 dr name is dr (B)(6). (B))6) center. (B)(6) yes gerd was before and still have it ! What is your date of birth? Dob is (B)(6)1980. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code of the device implanted? What is the lot #? Did the patient have any allergies to metals? If so, what test have been done to test for metal allergies. Are they currently taking currently taking steroids / immunization drugs? Did they have any pre-existing dysphagia or other conditions (other than gerd) before the linx was implanted? What were the medical symptoms the patient was having for removal of the linx device? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? Will the device be returning for analysis?

Event description:
It was reported that the patient had linx put in three years ago and right after it was implanted in went on recall. Patient had device removed due to unknown problems.